Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this product developed an infection. Additionally, the patient also had fever and was treated with antibiotics. This patient also reportedly felt some jolts and had sleepless nights. There were no additional adverse patient effects reported. All available information indicates that the product remains in service.